Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an eye infection and a cough. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging patient to develop an eye infection and a cough ,nasal/throat irritation ,soreness, related to a CPAP device's sound abatement foam. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -there were no signs of contamination on the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the presence of contamiantion in the airpath and there is no evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Section h6 was not updated in previous MDR,now it is corrected and updated in this report.